Event description:
Per medwatch number mw5111787: description: epidural catheter placed in laboring mom. Patient had inadequate pain relief. When removed from patient to attempt another catheter, it was identified the tip of the catheter was missing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400569838. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.